Manufacturer narrative:
Results: eval of the alarm found when the nurse call cable is inserted into the nurse call receptacle and the cable is wiggled the red nurse call light toggles on and off. However, if the cable is not moved the red nurse call light goes on when weight is off the sensor and goes off if weight is on the sensor. The nurse call receptacle's housing is loose. All other functions work as they should. (B)(4).

Event description:
The customer reported the alarm does not work when in use with the nurse call cable. No other info was provided. Discovered during set up and no pt incident or injury was reported.